Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+2.0/035 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the lens tore/broke during injection into the eye. There was no report of any patient injury. The lens was exchanged for another same model lens and the problem was resolved. The reporter indicated they felt the cause of the event was unknown. At post-op visit, the patients eye was perfectly quiet and refraction as expected.